Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative replaced the power supply ((B)(4)). The luer-connector was also replaced as a result of normal maintenance, unrelated to the power supply failure. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The power supply was evaluated at the company facility in (B)(4) and it was confirmed that the power supply (cr38) shorted and was the root cause of this complaint.(B)(4).

Event description:
During preventive maintenance, a company representative tested the battery and the power supply began to smoke. No pt was involved.